Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed non-sustained right ventricular oversensing episodes; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed and no intervention performed.